Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Multiple ap and lateral views of the construct are provided. Lateral view from 8/17 shows l5/s1 tlif in good position. One month ap shows good position. Seven months postop ap film still show good position of rods and screws however lateral view verifies that one of the s1 screws has broken within the pedicle requiring revision. Revision films verify replacement with solid screws and rods.

Event description:
It was reported that the patient presented to surgery with lumbar spondylolisthesis, grade 1, within bilateral pars defect and lumbar radiculopathy. Procedure was for l5-s1 tlif, left side, minimally invasive; left lateral discectomy, l5-s1 true transpedicular, for lateral disc herniation; insertion of stryker cage unilateral, left to right; percutaneous pedicle screw instrumentation, solera sextant. Bmp was placed anterior in the disc space followed by vitoss, followed by cage filled with bmp. Approximately 8 months post the initial procedure, the patient presented to surgery with pseudoarthrosis at l5-s1. Procedure was for: exploration of lumbar fusion; removal of hardware with broken screw on the right side, s1; harvest iliac crest bone graft; replacement of hardware at l5-s1 with solera system; posterolateral fusion, transverse process, l5-s1.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op the screw broke. No additional information is available at this time.